Event description:
A coronary stent with delivery system was successfully advanced to the target lesion in the pt's mid-left anterior descending artery. Upon initial inflation attempt, the delivery balloon would not inflate and contrast media was observed. During withdrawal of the sds, it was noted that the stent was not on the balloon catheter. The stent remains in an unknown location. There were no clinical sequelae reported relative to the event.